Event description:
It was reported that a vns pt experienced an increase in seizures due to unk reason. Further info from the treating nurse indicated medications were increased and a battery life calculation was requested. The results of the battery life calculation indicated the pt's device had not reached end of service. Recent diagnostics indicated the device to be working within normal limits. Follow-up with the treating nurse through a company rep indicated that it is unk as to what caused the pt's increase in seizure activity as it was above pre-vns level. Furthermore, other factors that could have contributed to the pt's increase were possible generic medication switch.